Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient reported they started a trial on tuesday and have a urinary tract infection. The feel of the stimulator feels different and in a different place and patient is not sure if that is due to the uti. Patient stated they had increased stimulation but it hurts down there all the time like a burning sensation and irritation. Patient turned it down and the feeling was less but at the higher intensity could feel it all the time. Patient was taking bactrim ds and that stopped and then started on keflex 500 2 times a day after making a trip to urgent care on sunday morning. Patient thinks this is the wrong medication because their urine smells awful. The patient was not sure if the burning sensation was from the uti or the stimulation. Patient service recommended decreasing stimulation further to see if it relieves the burning sensation or consider turning therapy off completely to better assess if burning sensation is related to stimulation or not. Recommended notifying managing physician of uti and patient confirmed they already have.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128. Product type: lead. Other relevant device(s) are: product ID: 978b128. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.